Manufacturer narrative:
Related to operational context-event most likely procedural related, no issues noted during device inspection and preparation prior to use.

Event description:
The physician was attempting to use scuba co-cr stent peripheral bare metal stent to treat a lesion in the left subclavian artery. No abnormality noted during inspection and preparation of the device prior to use. No positive pressure applied to the device during preparation. No resistance noted with accessory equipment or during delivery to the lesion. During the surgery, the stent dislodged from balloon when passing the lesion. The physician attempted to remove the stent however was unsuccessful, the dislodged stent was then deployed. The stent could not cover the lesion. The physician implanted another scuba stent to complete the procedure. No clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
Results: device indicated for use below the aortic arch. Stent misplacement. Device or procedural images not provided for review. Root cause is undetermined. No device returned. Conclusion: device indicated for use below the aortic arch. Stent misplacement. Device or procedural images not provided for review. Root cause is undetermined patient. (B)(4).